Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, they observed that the central staple line was incomplete. This caused an anastomotic breach and it led to an abdominal infection. To resolve the case, the patient was re-operated and they performed an ileostomy two days post ileal resection for vasculitis. This event had caused the patient to have an extended hospitalization.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four photographs of the device. Photographic inspection noted a staple line. The staples appear to be properly formed. It is unclear if there are staples at the breach. Functional testing could not be performed as the physical device was not returned. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history report could not be conducted as the lot number was not reported. If information is provided in the future, a supplemental report will be issued.